Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient, weighing (B)(6) and born on (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. During an atrial fibrillation case, a pericardial effusion was noticed in the patient. At the beginning of the case, after inserting the pentaray catheter and mapping the right atrium, they had then inserted the soundstar catheter into the patient. No effusion was noted at this point. Then about 30 minutes later, when taking images with cartosound, it was noticed there was a large effusion present on the image. The pericardial effusion was confirmed on ultrasound echo. The medical intervention provided was a pericardiocentesis, and about 1200 cc of fluid was removed. The patient was then admitted to surgery. The patient was last reported to be in stable condition. The physician believes it was ultrasound catheter that was the cause of the issue. Additional information was later received indicating the patient's outcome from the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event; admitted to intensive care unit (ICU) after surgery. Activated clotting time (act) 360 at time of event. No ablation was performed and no ablation catheter was ever inserted into the body. Transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation had not been performed. No steam pop. The event occurred during the mapping phase of right atrium.